Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant pocket would not heal. The complete implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.